Manufacturer narrative:
The device was returned and evaluated. Device evaluation found a dry brown foreign material at the distal end and at the forceps elevator which was most likely traces that remained from previous procedures and some corrosion. Inside the lg lens was found a light brown stain which could have been a sign of the presence of foreign material. The additional device evaluation findings are as follows: grip had a scratch, switch box had a scratch, air and water cylinder had no color, suction cylinder had no color, forceps channel port had discoloration, electrical connector had discoloration, connecting tube had a buckling, adhesive around objective lens had wear, there was corrosion around left arm, and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera ii duodenovideoscope was returned for a routine maintenance. There was no patient involvement. During evaluation of the returned device, and the following reportable malfunction was found: foreign material at distal end and forceps elevator and a stain inside the light guide (lg) lens. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the distal tip/light guide lens and the forceps stand could not be identified and a definitive root cause of the could not be determined, as there was no observed device deformation that might result in the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the foreign material on the forceps stand was likely due to insufficient device cleaning/reprocessing. Additionally, the foreign material adhering to the device other than external surface (underneath the light guide lens), could not be removed by reprocessing. The issue was likely due to physical stress caused by hitting distal end of the device, dropping the distal end and or chemical stress caused by chemical solution used, resulting in the adhesive around light guide lens peeling off and moisture entering lens and corroding. The event may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.